Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump turned off when customer had high blood glucose. The customer's blood glucose at the time of incident was 313 mg/dl. It also stated that after battery insertion customer was asked to set the time and date and then 12 hour default. The insulin pump will not be returned for analysis.